Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
One of the rivets broke off the bed on the head section.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the rivet broke in the head section because they mounted the seat rails in the wrong location, which confirmed the original complaint issue.

Event description:
One of the rivets broke off the bed on the head section.